Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was returned to the manufacturer for evaluation by a quality engineer. The product analysis confirmed the reported complaint [break with fragment] and found the side of the pin hole is abnormally thin. The lack of thickness in this area has weakened the instrument and could have led to the breakage observed during the use or following a shock during the use or the reprocessing step. The device was not returned to the customer; the product was under warranty and was replaced.

Event description:
It was reported that the 'insert string is broken at the pin-hole level. The broken fragment is missing and the pin is still fixed on the jaws. No material defect has been highlighted but it has been noted that the pin-hole side on the string was abnormally thin.' There was no report of patient impact or injury.